Event description:
During a pacemaker implantation procedure, the set screw of the pacemaker could not be tightened. A different pacemaker was used instead and the patient was stable.

Manufacturer narrative:
The reported field observations that the set-screw would not fully tighten within the device header was confirmed in the laboratory. Analysis of the assurity MRI device header found evidence, appearing consistent with multiple attempts of incorrect torque wrench insertion (wrench not aligned correctly to fully engage with the inset). The partial wrench insertions caused the top of the inset to strip, which resulted in the set-screw not being fully tightened in the field. The pacemaker was functionally tested on the bench, and normal device characteristics were noted.